Event description:
Terumo cardiovascular was informed that out of box there was damage to the tubing pack.

Manufacturer narrative:
Terumo received a photograph of the actual device for evaluation and visual inspection confirmed the damage. It appears the damaged occurred during shipping and handling. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).